Event description:
It was reported that during an unknown procedure, while cleaning the blade the white tissue pad came off. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time - (B)(4).

Manufacturer narrative:
(B)(4). Added additional information the device was returned with the tissue pad detached from the clamp arm, but returned with the device. The device was tested with a test handpiece and generator and the device did activate. As the tissue pad was not returned, further functionally testing could not be performed. The batch history records were reviewed with no anomalies noted during the manufacturing process.